Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented during the post-implant procedure. During interrogation, the implantable cardiac monitor (icm) exhibited diagnostic issues and telemetry interruption issues. No intervention was made. There was no patient consequences.